Manufacturer narrative:
The customer reported that the patient in lit3 on (B)(6) 2015 between the hours of 01:00-07:00 expired due to the failure of the central station to alarm. No device malfunction occurred. Per a review of the log files for lit3 on (B)(6) 2015 between the hours of 01:00-07:00, there were 6 desat alarms and 5 pressure alarms (pa) which were suspended by the users. Based on the notes, there was no other data available for the patient since the patient history was not saved at the time of discharge. Per communications with the field service engineer (fse), no testing was performed on the device since the customer has had no further issues. This is considered a user alarm handling issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient in lit3 on (B)(6) 2015 between the hours of 01:00-07:00 expired due to the failure of the central station to alarm. The patient expired.